Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 400-600 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin drip and heart rate medication, and was released from the hospital on (B)(6) 2020. Reportedly, intermittent occlusions occurred. The cause was due to non-tandem infusion sets. The infusion set brand was not provided. Multiple attempts were made to follow up with the customer to obtain additional information, and to obtain the infusion set manufacturer; however, a response was not received.